Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported an unintended disconnection with leaking of a stopcock that had been mated to an extension tubing during an unspecified infusion with an arterial line. The disconnection occurred under drapes during a cath lab procedure and was noted when blood was leaking onto the surgeon. There was no patient harm.